Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, water would spray into the tank when the cooling and heating system was placed into the cooling mode. The perfusionist also noted this occurred when the unit was at eighteen degrees celsius. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed by the user facility's perfusionist. A descaling of the unit was performed by the user facility. Further follow-up determined that the unit has been successfully with no further issues. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.